Event description:
A us distributor returned an electrode belt indicating that the ECG electrodes were non-functional.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ECG electrodes non-functional) was confirmed. As received, the belt failed incoming testing. Upon evaluation, the u713 processor was corrupt. The cause of the non-functional electrodes is the corrupt processor. The root cause of the corrupt processor cannot be positively identified. No adverse event resulted from the corrupt component.